Event description:
It was reported that customer have noticed a weird packaging pattern with the new intermittent catheter kits. When opening the kit, the catheter tip tends to be outside of the white container and very close to the corner of the sterile drape. They just wanted to point this out because it seems odd and may result in contamination if not careful. Per additional information received on 03sep2025, the concern was the catheter tip was very close the edge of the sterile field and this has caused several kits to be thrown out because of the sterility concern of the catheter tip. That has been discovered in different size kits and different lots. It was not the same in every kit being opened so they were not sure what was going on. They switched to these kits to help reduce cautions and this concerns us that they could potentially see an increase. Per additional information received on 05sep2025, it was reported that the customer has 6 lot numbers impacted and have noticed it was not every kit in every lot. Considering it was 2 pavilion units, periop spaces & hup main cdr, they would say the impact was hospital wide. They mentioned the lot number and product as below: 6fr: pedints06 would lot: pk7648761, 16fr: intl16 with lot: pk7648761 and 14fr: intp14: lot#'s: ngks1201, ngkr4485, ngkr4499, ngkq1877.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have noticed a weird packaging pattern with the new intermittent catheter kits. When opening the kit, the catheter tip tends to be outside of the white container and very close to the corner of the sterile drape. They just wanted to point this out because it seems odd and may result in contamination if not careful. Per additional information received on 03sep2025, the concern was the catheter tip was very close the edge of the sterile field and this has caused several kits to be thrown out because of the sterility concern of the catheter tip. That has been discovered in different size kits and different lots. It was not the same in every kit being opened so they were not sure what was going on. They switched to these kits to help reduce cautions and this concerns us that they could potentially see an increase. Per additional information received on 05sep2025,it was reported that the customer has 6 lot numbers impacted and have noticed it was not every kit in every lot. Considering it was 2 pavilion units, periop spaces & hup main cdr, they would say the impact was hospital wide. They mentioned the lot number and product as below: 6fr: pedints06 would lot pk7648761, 16fr: intl16 with lot pk7648761 and 14fr: intp14: lot #'s ngks1201, ngkr4485, ngkr4499, ngkq1877 per additional information received on 11sept2025, the additional lot #ngkp4108 has been provided. Per additional information received via email on 19sept2025, it was reported that they noticed the issue prior to being used on a patient. No patient impact and medical intervention was reported and no device was replaced.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample and one video sample noted one opened (with original packaging), pedints06 surestep intermittent catheter tray. Visual inspection of the sample noted the catheter tip outside the sterile drape of the package. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter. Indications for use: pvc & red rubber: for urological use only. Silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra. Directions for use: bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer urine products can be used for collection, storage, and transport of urine specimens from a urinary catheter. 1. Swab surface of bard ez-lok sampling port with antiseptic (fig. 2) e.g., site-scrub ipa device which is an effective disinfecting agent for luer hubs. 2. Using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. (Fig. 3) 3. If using bd vacutainer luer-lok access device (fig. 4), collect urine into the bd vacutainer tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 4. After sample is obtained, discard collection device according to hospital protocol. 5. Follow established hospital protocol for specimen labeling and transport to lab. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Correction- f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.